Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported the insulin pump was continuing to squirt insulin out of tubing during the priming process, even after the button was released. Customer's blood glucose was not known. Insulin would reportedly continue to drip after the motor stopped. Customer was advised to hold down a button until receiving a second series of beeps or until numbers were to appear on the display. Neither occurred. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.